Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The customer¿s blood glucose was 250 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump had no delivery alarms during basal and bolus. Customer assisted to perform a 5.0 unit fixed prime. Customer states the insulin did not exit and insulin pump alarmed no delivery. Advise to remain disconnect and push insulin slowly through the tubing. Customer reports insulin did not exit and there was greater than normal resistance with plunger push. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.